Event description:
It was reported that (3) devices were used during a laparoscopic assisted vaginal hysterectomy. It was reported by the rep that during the procedure, (1) 5mm trocar was used. The seal tore and fell into the pt. The harmonic scalpel was being used to take down the adnexa, and mobilize the uterus. 7/20/1999 there were some instrument exchanges, at (1) time the harmonic scalpel (lcks5) was introduced into the 355ld and a piece of the shield fell into the pt. A grasper was used to retrieve it. There was an extended or time of 3 minutes.